Event description:
It was reported that an asymptomatic patient was seen in clinic for a routine device check. Upon interrogation, the pulse generator displayed an error message and exhibited a diagnostics anomaly. The diagnostics data was cleared and normal device function resumed.